Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "the pump failed" thus causing the patient to subsequently be hospitalized. Customer declined to follow-up with tandem technical support, therefore no additional information was obtained.